Event description:
It was reported that during set up, the scope detection was not working with the subject device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer provided additional information: the customer reported the olympus 180 series scope had malfunctioned and not 180 scopes.

Manufacturer narrative:
This manufacturing report 3002808148-2025-03916-00 was sent in error after further clarification was provided by the customer regarding one event/one scope and did not involve multiple events/multiple scopes.